Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's pitch cable to be loose. The pitch cable was starting to unravel however the cable was still intact. There was nothing observed to be sticking out. Failure analysis investigation also found the pitch cable to be derailed. The housing was removed to find that one of the pitch cable was derailed at the clamping pulley. The cable derailment may affect intuitive motion. The instrument's main tube had scratch marks/abrasions. The distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the various scratch marks on the main tube with light material removal found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci surgical procedure, it was identified that the wires were kinked at wrist of the prograsp forceps instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.